Manufacturer narrative:
Depuy synthes spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The complaint is not confirmed as the returned minipolyaxial screwdriver was examined and found to function as required. The minipolyaxial screwdriver was designed to both insert and back out the polyaxial screws. A different screwdriver, the summit style mini-polyaxial screwdriver, product code 2883-04-200, is intended to be used to hold screws straight.at this time, the complaint is considered to be closed.

Event description:
International affiliate reports that after initial spinal surgery was performed on (B)(6) 2012, the patient experienced non-device related pain. Surgery was performed and previously implanted screws were removed and replaced. During screw insertion, the surgeon noticed that the driver and screw did not maintain alignment during insertion. Another screw was tried with the driver and the connection between the tip of the driver and the screw head was found to be loose. The screw was eventually placed in bone without injury and surgery was completed. However, the procedure was extended by thirty minutes as a result of the difficulty. The surgeon believes the difficulty was related to the gripping function of the screwdriver.